Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 32 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2017, 306 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery: no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 32 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6), 2016, the patient had essure inserted. On (B)(6), 2017, 306 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery - no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available the most recent follow-up information incorporated above includes data received on: (B)(6), 2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of embedded device ("proximal end is an embedded metallic coiled") in a 32 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of menorrhagia, dysmenorrhea and left lower quadrant pain in 2019 and uterine fibroid, abdominal pain, pelvic pain, parity 3, multi gravida, pregnancy and obesity. On (B)(6) 2016, the patient had essure inserted. Essure was removed on (B)(6) 2019. An unknown time later she experienced embedded device (seriousness criterion intervention required). The patient was treated with surgery (hysterectomy - uterus,bilateral salpingectomy)> at the time of the report, the outcome of the event was unknown. The reporter considered embedded device to be related to essure administration. The reporter commented: more than one essure related surgery - no. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 35.265 kg/sqm. [Pathology test] on (B)(6) 2019: diagnosis: uterus and fallopian tubes, hysterectomy and bilateral salpingectomy: cervix; no pathologic change. Endometrium; proliferative endometrium. Myometrium; leiomyomata. Fallopian tubes; no pathologic change. Clinical history: chronic pelvic pain specimen: bilateral fallopian tubes, uterus, cervix. Procedure: total abdominal hysterectomy gross description: found within the left cornua a coiled metal lie string, 3.0 cm in length than 0.1 cm in diameter. The right fimbriated fallopian tube found along the proximal end is an embedded metallic coiled string, 1.0 cm in length less than 0.1 in diameter. [Ultrasound scan vagina] on (B)(6) 2019: clinical indication: left lower quadrant pain. There is at least one fibroid in the anterior uterine wall. This measures 1.6 cm. The endometrium measures 8 mm. There are linear areas of hyperechogenicity at each uterine horn extending towards each adnexa. These likely represent essure devices. Impression: heterogeneous, enlarged uterus with at least one small fibroid in the anterior uterine wall. Simple right ovarian cyst. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records:embedded device. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 31-oct-2023: medical device removal was updated to embedded device. Reporters, patient information, medical history, lab data, indication, removal date, non drug treatment added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.